Event description:
The pt reported to the center that he was experiencing sound quality issues with his device. The pt reported that the sound quality had deteriorated over time. A decision was made to explant the pt's device. Surgery to explant the pt's device will be scheduled.